Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the severely tortuous left common femoral artery. The sterling es pta balloon dilatation catheter was advanced to the target lesion and inflated two times. Upon the second inflation at 14 atms, a balloon rupture occurred. The duration of the inflation is unknown. The sterling es pta balloon dilatation catheter was withdrawn intact and the procedure was completed with a different device. No patient complications or injuries were reported. The patient status is listed as 'good'.